Manufacturer narrative:
The device was returned to the factory for evaluation. Evidence of blood indicating clinical use was observed. The delivery device was returned outside the loading device. The seal and tension spring assembly were loaded in the delivery device. The blue slide lock was dis-engaged and the white plunger was not fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. The seal was partially extended out of the delivery tube and was cracked and delaminated . Based on the received condition of the device we were not able to measure the delivery tube dimensions. Even though there is evidence of blood in the delivery tube, we do not confirm the reported failure "failure to deploy" mode because the plunger is not depressed .looking at the condition of the seal, we confirm the as analyzed failure mode "cracked seal." A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. During preparation, the customer loaded the seal into the delivery device by following the procedure. However, the seal was not deployed. No patient injury was reported.